Event description:
In 2006, the lay-user/reporter contacted lifescan alleging that a one touch basic meter would not power on. The medical affairs specialist (mas) listened to the call between the reporter and customer care advocate care (cca) to obtain/verify information. It is not known exactly when the power issue started. On an unspecified date in 2006, the pt had a symptoms of feeling light-headed. The patient attempted to test hereself before and during the time she had symptoms, but was unsuccessful due to the alleged issue. The pt then took an unknown dose and type of insulin, since she felt as though her blood glucose was high. The patient then visited her doctor, because of the meter issue. The doctor's office obtained a blood glucose reading of "340 mg/dl" from the patient using an unidentified device. The pt was treated with insulin (unknown dose/type). The pt had changed the meter's batteries, prior to contacting lifescan, but this did not relieve the alleged issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt was unable to test herself, because of the meter's power issue. She had symptoms, obtained a reading of "340 mg/dl" in the doctor's office, and was treated with insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.